Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker noticed their device performs a self-test every 21 hours. The patient said that very occasionally, the device repeats the self-test one hour later. Recently, it has repeated the test four times on several occasions. The patient reached out to technical services (ts) via email for further advice. Ts reviewed device data from the latitude remote patient monitoring system which showed stable signals and no noise present. Per ts, the test the patient is feeling could be the right atrial automatic threshold (raat) test which is enabled and is done every 21 hours. The number of tests performed was 1828 from the last episode and the device has been in service approximately 1603 days. Taking into account the raat is performed every 21 hours, ts noted it is normal that the number of tests is greater than the number of service days. Potentially some repeats could have happened; however, the raat trend is optimal, and the number of re-attempts would have been minimal. Ts also noted there has been sporadic far-field oversensing which is causing some atrial tachy response (atr) episodes (last one in (B)(6) 2025, previous one in (B)(6) 2025). The device is configured to perform a mode switch to ddir. However, this atr activity does not match to the reported information from the patient. The patient was seen in follow-up, which was seemingly unremarkable. No adverse patient effects were reported. This product remains in service.